Event description:
It was reported that the patient was experiencing inadequate pain relief and feeling strong unwanted stimulation. The spinal cord stimulation (scs) paddle migrated. The patient underwent a spinal cord stimulation (scs) explant procedure. The explanted device will not be returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI. Upn: m365sc12000. Model: sc-1200. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).